Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 (variable 3) was present in the device trace download due to broken trace at pin on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via a web form entry that the insulin pump had a failed audio beep test. The blood glucose was unknown. No troubleshooting was completed, and no further information was provided. The insulin pump will not be returned for analysis.